Event description:
The programmer was returned as no longer required, the programmer subsequently tested out of specification during analysis. There was no patient involvement.

Manufacturer narrative:
Analysis identified that the electrocardiogram (ECG) connector was loose, the stylus cable was pinched and not functional. The power cord bay tabs and printer drawer were broken . Due to parts availability the programmer was scrapped. If information is provided in the future, a supplemental report will be issued.